Event description:
User facility medwatch report received that states, ¿perclose device failure after sheath removal. Patient's right groin had to be manually held for 30mins and femstop applied. 3 other perclose devices were successfully used afterwards. We were unable to determine which of the 4 perclose devices failed: lot: 12773-03, ref: 4101743, lot: 12773-03, ref: 4110141, lot: 12773-03, ref: 4110141, lot: 12773-03, ref: 4110141." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- a partial UDI was provided as the lot number is not known. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. Attachment medwatch report # mw5165591.